Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer contacted product support and reported that the battery is completely depleted and will not charge. The customer reported that it is unknown if the unit was in use on patient , and if there was no patient harm reported.